Event description:
It was reported the device was used during a laparoscopic cholecystectomy. It was reported the tip of the dh010 broke off into the pt's abdomen. The tip of the device was recovered by the surgeon. The case was completed with another hook. There was no consequence to the pt.